Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacturer's representative regarding a patient who was receiving 20 00mcg/ml gablofen at 924.9mcg/day via an implantable infusion pump for intractable spasticity. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging scan. The pump stalled and recovered twice on (B)(6) 2018, and the patient presented to the emergency room on (B)(6) 2018 with baclofen withdrawal. The pump was replaced on (B)(6) 2018. The issue was not resolved at the time of the report. The patient status was noted as "alive-no injury." No further complications were anticipated/reported.